Event description:
Boston scientific received info that this right atrial (ra) lead exhibited dislodgement. The pt underwent a revision procedure and the lead was successfully repositioned with acceptable lead measurements post-repositioning. No further adverse pt effects were reported, other than undergoing a revision procedure. No add'l info is available at this time. As of today, our investigation is complete. If add'l info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.